Event description:
It was reported that the sites dell x50 handheld would not respond to taps on the screen with the stylus. Troubleshooting was performed, which included a hard reset, however, the issue did not resolve. The handheld, power supply, serial cable, and software flashcard have been returned to MFR where analysis is currently underway.